Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. E1: last name unknown / not provided. G4: additional PMA/510(k) number k101880.

Event description:
It was reported that the implant at tooth site #30 was removed due to infection. Implant came out when loosening the healing collar to perform final check before restorationsymptoms as a result of the event: inflammation.